Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a patient was admitted to the hospital for diabetic ketoacidosis during use of a cleo® 90 infusion set. It was observed by the patient that there was a bent cannula on the infusion set. The patient's blood glucose was reported to be at 370mg/dl. The cartridge, infusion set, and insulin were in use for 24 hours, less than 24 hours, and less than 24 hours, respectively. A correction bolus was administered, but did not impact the patient's blood glucose levels. The patient received intravenous fluids and insulin drips, and was discharged on (B)(6) 2016. No permanent injury was reported.